Manufacturer narrative:
Information contained in this report was previously submitted through psr on 26/oct/2010. A review of the device history record has been completed. No deviations or non-conformances noted. The events of "capsular contracture and pain" are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: pain, rupture, and capsular contracture, baker grade unknown.

Event description:
Patient reported left side "moderate breast pain." Patient additionally reported left side "rupture" and "capsular contracture," baker grade unknown. Device remains implanted.